Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was stalled/no longer working "for years" (please note this is conflicting with the information previously reported regarding the multiple motor stalls and recoveries that began (B)(4) 2018).

Manufacturer narrative:
Device code: (B)(4). No longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) who indicated the patient¿s morphine dose was now 7 mg/day via an implantable pump. The patient was diagnosed with bowel cancer within the past year. It was now reported that multiple motor stalls and recoveries were noted with a stopped pump period may exceed tube set. The patient had experienced more pain. The estimated replacement indicator (eri) was 15 months. It was unknown if the patient had a recent magnetic resonance imaging (MRI) scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in (B)(6) who received morphine 11.0 mg/ml at a dose of 6.996 mg/day via an implantable pump. The indication for use was not provided. It was reported that a pump alarm occurred due to an empty pump. It was unknown if the patient missed a refill. The ¿low¿ (reservoir) was reported to have occurred on (B)(6), and the empty reservoir was reported to have occurred on (B)(6). As reported, based on refill date of (B)(6) 2018 and flow rate, the pump would be empty at this point. It was also reported that upon initial interrogation a pump motor stall also occurred on (B)(6) 2018 and was still active. The patient did not have a magnetic resonance imaging (MRI) scan but ¿recently¿ had a computerized tomography (CT) scan. Patient symptoms were not reported. The reporter called back later the same day and was seeing the warning for the ¿potential for the pump to be left in stopped mode¿ and was concerned it was suggesting something different was occurring. However, this was a normal operation message with interrogations. Upon updating the pump, the pump was still stalled. On (B)(6) 2018 the reporter indicated that they were unable to update the pump. However, with troubleshooting the reporter successfully updated the pump and the pump logs showed the motor stall recovered earlier on (B)(6) 2018. The reporter indicated that the pump had been updated several times and the log data only went back to yesterday, (B)(6) 2018. The caller was going to bring the patient back tomorrow to check the status and if the pump recovered. On (B)(6) 2018 the patient came back to the office as the patient reported that the pump was still alarming every hour. The pump was interrogated and the logs indicated the a motor stall recovery occurred on (B)(6) 2018. However, the patient continued to hear the audible alarm since this recovery. The logs were reviewed and there were no further alarm logs past (B)(6) 2018. The alarm tab was checked to silence the ¿active¿ alarm and this was not present either. Of note, the patient recently received an externalized chemo pump and electromagnetic interference was discussed. The patient was not reporting any therapy issues. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the patient had 15 CT scans since (B)(6) 2017; the most recent CT scan was (B)(6) 2018. The CT scan was not related to the device or therapy. The pump was not interrogated the same day after the CT scan was completed. The patient did not experience any [additional] symptoms as a result of the pump stall or empty pump. When prompted to provide a cause for the pump stall, the provided answer was ¿?? It was empty¿. The cause of the empty pump was a ¿mixed up refill date¿. The pump was successfully refilled. There was no volume discrepancy. The previously reported warning for the ¿potential for the pump to be in stopped pump mode¿ was a reference to a tube set message. On (B)(6) 2018, when the patient was in the clinic, the hcp did not hear the pump alarming. The pump alarms were not demonstrated for the patient on (B)(6) 2018. The patient was hearing the alarm every hour. It was determined that the beeping was coming from the pump. It was clarified that the pump alarm was inactivated; pump was no longer working. The issues had been resolved. The patient was on oral medication. There was no planned surgical intervention. It was noted that the patient¿s external chemotherapy pump was non-mechanical, and there were no applicable electromagnetic interference (emi) factors. Logs showed: empty reservoir alarm occurred on (B)(6) 2018 at 07:29; motor stall occurred on (B)(6) 2018 at 10:49; motor stall recovery occurred on (B)(6) 2018 at 09:40; motor stall occurred on (B)(6) 2018; at 11:41; motor stall recovery occurred on (B)(6) 2018 at 06:44; motor stall occurred on (B)(6) 2018 at 15:05; motor stall recovery occurred on (B)(6) 2018 at 11:02; motor stall occurred on (B)(6) 2018 at 00:32; tube set occurred on (B)(6) 2018 at 00:32.